Event description:
Affiliate reported a breakage of the connector between the valve and siphon guard. It was implanted in 2005 and replaced in 2007.

Manufacturer narrative:
Codman has requested return of the device. Upon completion of the investigation, a follow up report will be filed.